Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire not engaged in the device. The initial visual and tactile examination revealed damage to the driveshaft at the nose cone assembly. The nose cone clips were damaged and the driveshaft was deformed in this location. Further examination revealed that the saline sheath was damaged as a result of some form of impact that caused the nose cone and driveshaft damage. It could not be determined whether or not the damage occurred before the procedure, during the procedure, or during device return to csi. The driveshaft exhibited multiple kinks located between 11cm and 14cm distal to the lap weld. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the driveshaft and crown were measured using a calibrated dial caliper and found to meet the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The initial visual and tactile examination of the returned guide wire did not reveal any damage that would have contributed to the reported event. The spring tip and proximal solder bond remained intact and undamaged. The returned guide wire was attempted to be loaded through the driveshaft and handle assembly, but met resistance at the location of the driveshaft damage. The driveshaft and saline sheath were destructively cut proximal to the damaged driveshaft and the returned guide wire was then reloaded into the device without any resistance. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the no flow event could not be determined. When tested, the oad functioned as expected with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a no flow event occurred after using a csi orbital atherectomy device (oad). The target lesion was 70% stenotic, 30mm in length and was located in the distal superficial femoral artery (sfa). The physician used a 6fr/45cm introducer sheath and a j-wire guide wire to access the lesion. The j-wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed, two runs at medium speed and two runs at high speed. The physician followed-up atherectomy by performing low pressure balloon angioplasty. Post-angioplasty angiography revealed a distal occlusion and no flow. The physician resolved the occlusion via an aspiration catheter. Additionally, a hematoma had developed in the process of exchanging for the aspiration catheter, but was eventually resolved. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility due to internal policies.